Event description:
The customer reported that the live monitor was not working. This caused the sys to be unusable due to a loss of the live image. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord connectors were tightened and the beam was aligned during the svc call. The sys was tested and found to be working as intended and put back into svc.